Event description:
On or about 8/3/93, a report was sent related to an incident with an implanted vascular access device. At the time of submission the initial info, had no specific identifying info as to type of access device or detailed info such as lot or product numbers. After showing the device to a surgeon who has extensive experience with these types of devices, rptr was able to gain add'l info. The physician in question identified the device as an MRI single lumen access device mfg by bard access systems. On 9/1/93, rptr contacted bard access systems to alert them to the problems with the device. Rptr spoke with a field assurance rep. Again rptr could only give her basic info about the device until rptr was able to further identify specific model and lot number. Rptr subsequently received info from an outside institution who stated that according to their records this particular device was implanted 10/7/91. As rptr has been unable to reach the pt in question by phone, rptr is forwarding a letter to her to request permission to send the device back to the MFR prior to ultimately returning it to her. At this point, therefore, there has been no MFR's eval of the product.